Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the ac module for the unit was defective. There was no patient involvement.